Event description:
It was reported that the patient with this neurostimulator was experiencing inconsistent improvement and wanted to review their programming. The patient felt discomfort where the lead was located and could feel the lead. The patient experiences discomfort when they touched the lead. The representative confirmed that the lead migrated after the initial procedure. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4)- additional premarket/510(k) p190006.